Event description:
The pt reported on (B)(6) 2013 due to his thinning blood the pod was filled with blood. His blood glucose was reading 89 mg/dl, 94 mg/dl, 195 mg/dl and 188 mg/dl (exact times were not provided). Around noon time he went to the emergency room because his site was bleeding profusely. Upon arrival the pod was discarded. His international normalized ratio (inr) was at 4.2 and he recently had a stent placement. At 5:30 pm he was released from the ER with his inr value lower to 3.3 and his bg result reading 188 mg/dl.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported ER visit. Qualification records were reviewed and the product lot met all acceptance criteria.